Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The device was returned because it was not working correctly. The product was received at service and repair and was found to have a damaged component. Service and repair was unable to repair product. There is no further information available on this event. A review of the device history records has been requested. If any other information is received this will be reported via a supplement.

Event description:
Service and repair report states that the product is not sliding smoothly x2, damaged component x2. The device was unable to repair the product. This is 1 of 2 reports for this event.